Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, has taken prescription medication in order to manage the severe pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. In 2012, the patient experienced abdominal pain (seriousness criterion medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criteria medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"). On an unspecified date, the patient experienced dyspareunia ("pain during intercourse, particularly in right thigh region"), depression ("symptoms of depression"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, back pain, dyspareunia, depression, fatigue and weight fluctuation had not resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, depression, fatigue and weight fluctuation to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, has taken prescription medication in order to manage the severe pain and heavy bleeding (seen as genital bleeding). The events are anticipated according to the reference safety information for essure. After essure insertion, genital bleeding and abdominal pain may occur. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because remedial therapy to treat her severe pain was used. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/right device is not in the proper location/malpositioned/migrated device"), abdominal pain ("severe abdominal pain, has taken prescription medication in order to manage the severe pain") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure (batch no. A34127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In 2013, the patient experienced back pain ("back pain"), weight increased ("weight gain") and pain in extremity ("pain in my right leg") with mobility decreased. In 2014, the patient experienced dyspareunia ("pain during intercourse, particularly in right thigh region"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced vision blurred ("vision/eye problems-type: blurry vision"). On an unknown date, the patient experienced depressive symptom ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), groin pain ("pain in groin area") and complication of device insertion ("complication of device insertion"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vision blurred, weight increased, pain in extremity, groin pain and complication of device insertion outcome was unknown and the abdominal pain, genital haemorrhage, back pain, dyspareunia, depressive symptom, fatigue and weight fluctuation had not resolved. The reporter considered abdominal pain, back pain, complication of device insertion, depressive symptom, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, menorrhagia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. On (B)(6) 2012, nuclear magnetic resonance imaging pelvis revealed thickening consistent with adenomyosis. Iud is seen within the endometrium. Several discrete uterine lesions identified. Two consistent with fibroids. Possibility of necrosis or hemorrhage into lesion. Fibroid was first consideration, adenomyoma not excluded but felt less likely. Small pelvic free fluid, likely physiologic. (B)(6) 2012, smr pelvis revealed decrease in size of several previously noted fibroids status post uterine fibroid embolization. New bilateral adnexal cysts suspicious for ovarian cysts. Stable thickening and cystic changes of the junctional zone of the uterus suggestive of adenomyosis. (B)(6) 2013, hysterosalpingogram results: perforation (fallopian tube) (per pfs). Right essure is oriented unusually. The right is felt to be partially within and partially external to the right tube. (Per mr). (B)(6) 2013, hysterosalpingogram results: unilateral occlusion (left tube occluded) (per pfs). Unsuccessful essure closure on right. Essure seen posteriorly oriented. This is felt to be free within the pelvic cul-de-sac. (Per mr) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/right device is not in the proper location/malpositioned/migrated device'), abdominal pain ('severe abdominal pain, has taken prescription medication in order to manage the severe pain') and genital haemorrhage ('heavy bleeding') in a 42-year-old female patient who had essure (batch no. A34127 , a67118-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included uterine fibroid, yeast infection, fatigue, arthralgia, myalgia, shoulder sprain and chest pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), fluconazole (diflucan), hydrocodone bitartrate;ibuprofen (vicoprofen), levonorgestrel (mirena) and paracetamol (tylenol). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6)2012, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6)2013, the patient experienced back pain ("back pain"). In 2013, the patient was found to have weight increased ("weight gain") and experienced pain in extremity ("pain in my right leg/pain leg , inner thigh pain pressure") with mobility decreased. In (B)(6)2014, the patient experienced dyspareunia ("pain during intercourse, particularly in right thigh region"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced vision blurred ("vision/eye problems-type: blurry vision"). On an unknown date, the patient experienced depressive symptom ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain"), groin pain ("pain in groin area") and complication of device insertion ("complication of device insertion"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vision blurred, weight increased, pain in extremity, groin pain and complication of device insertion outcome was unknown and the abdominal pain, genital haemorrhage, back pain, dyspareunia, depressive symptom, fatigue and weight fluctuation had not resolved. The reporter considered abdominal pain, back pain, complication of device insertion, depressive symptom, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, menorrhagia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: partially within, partially external to right tube; on (B)(6)2013: results: unsuccessful essure closure on right.. Nuclear magnetic resonance imaging - on (B)(6)2012: results: thickening consistent with adenomyosis. On (B)(6)2012, nuclear magnetic resonance imaging pelvis revealed thickening consistent with adenomyosis. Iud is seen within the endometrium. Several discrete uterine lesions identified. Two consistent with fibroids. Possibility of necrosis or hemorrhage into lesion. Fibroid was first consideration, adenomyoma not excluded but felt less likely. Small pelvic free fluid, likely physiologic. (B)(6)2012, smr pelvis revealed decrease in size of several previously noted fibroids status post uterine fibroid embolization. New bilateral adnexal cysts suspicious for ovarian cysts. Stable thickening and cystic changes of the junctional zone of the uterus suggestive of adenomyosis. (B)(6)2013, hysterosalpingogram results: perforation (fallopian tube) (per pfs). Right essure is oriented unusually. The right is felt to be partially within and partially external to the right tube. (Per mr). (B)(6)2013, hysterosalpingogram results: unilateral occlusion (left tube occluded) (per pfs). Unsuccessful essure closure on right. Essure seen posteriorly oriented. This is felt to be free within the pelvic cul-de-sac. (Per mr) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , back pain ,abdominal pain ,displaced essure coil right side lot number (a67118) is not a valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/right device is not in the proper location/malpositioned/migrated device'), abdominal pain ('severe abdominal pain, has taken prescription medication in order to manage the severe pain') and genital haemorrhage ('heavy bleeding') in a 42-year-old female patient who had essure (batch no. A34127 , a67118) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concurrent conditions included uterine fibroid, yeast infection, fatigue, arthralgia, myalgia, shoulder sprain and chest pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), fluconazole (diflucan), hydrocodone bitartrate;ibuprofen (vicoprofen), levonorgestrel (mirena) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2013, the patient experienced back pain ("back pain"). In 2013, the patient was found to have weight increased ("weight gain") and experienced pain in extremity ("pain in my right leg/pain leg , inner thigh pain pressure") with mobility decreased. In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse, particularly in right thigh region"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems-type: blurry vision"). On an unknown date, the patient experienced depressive symptom ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain"), groin pain ("pain in groin area") and complication of device insertion ("complication of device insertion"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vision blurred, weight increased, pain in extremity, groin pain and complication of device insertion outcome was unknown and the abdominal pain, genital haemorrhage, back pain, dyspareunia, depressive symptom, fatigue and weight fluctuation had not resolved. The reporter considered abdominal pain, back pain, complication of device insertion, depressive symptom, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, menorrhagia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. On (B)(6) 2012, nuclear magnetic resonance imaging pelvis revealed thickening consistent with adenomyosis. Iud is seen within the endometrium. Several discrete uterine lesions identified. Two consistent with fibroids. Possibility of necrosis or hemorrhage into lesion. Fibroid was first consideration, adenomyoma not excluded but felt less likely. Small pelvic free fluid, likely physiologic. (B)(6) 2012, smr pelvis revealed decrease in size of several previously noted fibroids status post uterine fibroid embolization. New bilateral adnexal cysts suspicious for ovarian cysts. Stable thickening and cystic changes of the junctional zone of the uterus suggestive of adenomyosis. (B)(6) 2013, hysterosalpingogram results: perforation (fallopian tube) (per pfs). Right essure is oriented unusually. The right is felt to be partially within and partially external to the right tube. (Per mr). (B)(6) 2013, hysterosalpingogram results: unilateral occlusion (left tube occluded) (per pfs). Unsuccessful essure closure on right. Essure seen posteriorly oriented. This is felt to be free within the pelvic cul-de-sac. (Per mr) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , back pain ,abdominal pain ,displaced essure coil right side. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot no. Added. Event: verbatim were updated : pain in my right leg/pain leg , inner thigh pain pressure. Medical history and concomitant drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/right device is not in the proper location/malpositioned/migrated device"), abdominal pain ("severe abdominal pain, has taken prescription medication in order to manage the severe pain") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure (batch no. A34127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In 2013, the patient experienced back pain ("back pain"), weight increased ("weight gain") and pain in extremity ("pain in my right leg") with mobility decreased. In 2014, the patient experienced dyspareunia ("pain during intercourse, particularly in right thigh region"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced vision blurred ("vision/eye problems-type: blurry vision"). On an unknown date, the patient experienced depressive symptom ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), groin pain ("pain in groin area") and complication of device insertion ("complication of device insertion"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vision blurred, weight increased, pain in extremity, groin pain and complication of device insertion outcome was unknown and the abdominal pain, genital haemorrhage, back pain, dyspareunia, depressive symptom, fatigue and weight fluctuation had not resolved. The reporter considered abdominal pain, back pain, complication of device insertion, depressive symptom, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, menorrhagia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. On (B)(6) 2012, nuclear magnetic resonance imaging pelvis revealed thickening consistent with adenomyosis. Iud is seen within the endometrium. Several discrete uterine lesions identified. Two consistent with fibroids. Possibility of necrosis or hemorrhage into lesion. Fibroid was first consideration, adenomyoma not excluded but felt less likely. Small pelvic free fluid, likely physiologic. On (B)(6) 2012, smr pelvis revealed decrease in size of several previously noted fibroids status post uterine fibroid embolization. New bilateral adnexal cysts suspicious for ovarian cysts. Stable thickening and cystic changes of the junctional zone of the uterus suggestive of adenomyosis. On (B)(6) 2013, hysterosalpingogram results: perforation (fallopian tube) (per pfs). Right essure is oriented unusually. The right is felt to be partially within and partially external to the right tube. (Per mr). On (B)(6) 2013, hysterosalpingogram results: unilateral occlusion (left tube occluded) (per pfs). Unsuccessful essure closure on right. Essure seen posteriorly oriented. This is felt to be free within the pelvic cul-de-sac. (Per mr) most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Pfs and medical record received. New events added- perforation (fallopian tube), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, pain, vaginal discharge, vision/eye problems-type: blurry vision, weight gain, pain in her right leg where the device went missing, pain in groin area and right device is not in the proper location/malpositioned/migrated device. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, has taken prescription medication in order to manage the severe pain and heavy bleeding (seen as genital bleeding). The events are anticipated according to the reference safety information for essure. After essure insertion, genital bleeding and abdominal pain may occur. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because remedial therapy to treat her severe pain was used. Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.